Event description:
It was reported by service report that the bed has no power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by the service tech re-seating the power cord in the connector.